Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was not returned to dexcom for evaluation. However, data was received and downloaded. The receiver log was reviewed and confirmed the reported event of inaccuracies. A root cause could not be determined.